Event description:
Patient reported he felt uneasy about the pump and as of (B)(6) 2014 was not wearing it. Patient alleges the pump delivers inaccurate insulin. Patient reported the issue began approximately 4 months ago. Patient stated he has been using injections since 07/21/2014 in order to bring his blood glucose level back to normal; no outside assistance was needed. Patient alleges all insulin delivery is inaccurate and the concern is causing elevated blood glucose levels from 156 - 200's mg/dl. No adverse event reported. Product was replaced and requested return of the pump, adapter, and cartridge for evaluation; infusion set will not be returned due to being discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.